Manufacturer narrative:
It is unknown whether this device was discarded at the hospital, or will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection. It should be noted the two associated leads were also explanted, but they are competitor leads. There were no additional adverse patient effects reported.